Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The adapt tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No power loss alarm noted during testing or in the pump trace download. Pump error 63 (variable 12) was confirmed in the pump history due to moisture damage to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had hardware low level failures alarm and also it was shut down. Customer reported that they were able to clear and able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.